Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the patient. The lot number was reported. A supplemental report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: myocardial infarction, death. Onset of adverse event: over 3 years after stent implantation. It was reported via trial that approximately 6 months post, a distal right coronary artery stenting procedure with an xience v stent, on (B)(6) 2007, the patient experienced unstable angina and dizziness. The patient was hospitalized and a diagnostic catheterization was performed showing 50% in-stent restenosis. No intervention was done. On (B)(6) 2010, the patient experienced a witnessed collapse after taking a dose of nitroglycerine sublingually. The patient was treated with atropine and epinephrine and was shocked. A cardiac ultrasound was done. The patient was pronounced dead, cause of death myocardial infarction with underlying causes of coronary artery disease, diabetes mellitus and dyslipidemia. Although requested, there was no additional information provided.